Manufacturer narrative:
H.6. Investigation summary one photo was received and evaluated. The photo depicted a strip of five 10ml packages, confirmed to be from batch #8323956 (p/n 301997), cavities 6-10. There was no visible perforation between the packages. Machine logs indicate there was issues with the slitters during the manufacture of this batch. Adjustments were made to fix the slitter during the manufacture of this batch. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the poor perforation defect is associated with the packaging process. It was likely due to an issue with the slitter not functioning properly. No corrective actions are necessary based on the defective rate identified. Batch 8323956 is considered in compliance with our product specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that there was no perforation on packaging with a bd syringe 10ml ll wwd. The following information was provided by the initial reporter: (1 of 2 complaints) it was reported that there is no dotted line to detach the syringes and that the problem seems to affect the while lot.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was no perforation on packaging with a bd syringe 10ml ll wwd. The following information was provided by the initial reporter: (1 of 2 complaints) it was reported that there is no dotted line to detach the syringes and that the problem seems to affect the while lot.